Event description:
It was reported that during a laparoscopic lower anterior resection, an air test was performed and a leakage was found at the anastomosis. A temporary ileostomy was performed to rectify the situation. There was no adverse consequence to the pt.